Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level was 160 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged pump data log issue could not be verified.